Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced. The reason for the lead replacement was not identified. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).